Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually and tested for potential re-inflation. The complaint is not confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges post coronary angiogram via the right radial artery a radial compression band was applied. During the evening the compression band was deflated according to standard operating procedure until fully deflated. During the night the band became re-inflated resulting in swelling and bruising of the patients arm. It is unknown how the band became re-inflated. The physician ordered ice packs and elevation of the arm. The patient was held for an additional 24 hours for observation.